Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline flex with shield technology stent distal end failed to open and was observed to have an abnormal bend. The patient was undergoing surgery for treatment of an unruptured, heart-shaped, paraophthalmic aneurysm with an unknown max diameter due to shape and a 3.5 mm neck diameter. The landing zone arterial diameter was 3.4 mm distally and 5 mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. The angiographic result post procedure was reported as good. A pipeline device was initially fully opened in the m1 segment 3/4 of the way, and the braid was then resheathed, taking on a ¿martini glass¿ configuration. The system was repositioned back to the target landing zone, and the device was redeployed. During deployment, the distal end did not fully open. In addition, one side of the distal braid demonstrated an abnormal bend of approximately 90 degrees or greater. The physician attempted to resheath and manipulate the device; however, it did not open further and remained in the same configuration. The device was subsequently resheathed and removed from the patient with the microcatheter. On back table examination, the distal braid appeared to be stuck in a partially open, in a narrowed position. A second device of the same size (lot d065548) was then used with a new microcatheter and deployed without issue. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). It was reported that the pipeline was used for an approved indication (on-label). The pipeline was not positioned in a bend, had been deployed more than 50% when it failed to open, and was resheathed less than or equal to 2 times. No additional steps or other devices were required to open the pipeline. Ancillary devices included neuronmax 088 guidecatheter, phenom 27 microcatheter, synchro guidewire.